Event description:
Received information that a patient experienced sterile infiltrative keratitis, but microbial keratitis could not be definitely ruled out. The patient may have been wearing this lens type at the time of the event. Approximately 10 months following the lens fitting, patient presented with complaints of right eye pain. Exam revealed best corrected right visual acuity: 20/20, uncorrected right visual acuity: 20/50, and one peripheral 0.5 to 1mm, anterior stroma corneal infiltrate. No culture was taken. Practitioner diagnosed non microbial/ sterile keratitis related to contact lens wear. Treatment is unknown. Is it noted that the patient accidently put cleaning solution in his eye. Patient was seen following resolution of the event with right eye corrected acuity 20/20.